Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed that the picture is grainy and distorted with streaks (flickering image). This was due to a faulty charge-coupled device (ccd). There is a slice on the cable insulation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a bad image quality and that the picture is grainy and distorted with streaks while using the hd autoclavable camera head. The issue occurred prior to the case and during set-up for a cysto therapeutic procedure. They did use a different camera to start the case. The procedure was not prolonged and the patient¿s anesthesia was not extended. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that an image flickered due to a faulty charged coupled device (ccd). Olympus will continue to monitor field performance for this device.